Manufacturer narrative:
Device lot number, or serial number, unavailable. Manufacturing date was unavailable at the time of filing. The instrument was returned for analysis. Functional testing determined that one of the screws broken causing the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial procedure. It was reported that the surgeon was having difficulty getting the external base screw to bite while inserting. Upon removing the base, one of the screws broke in half. Part that broke off was left in as it was too small to take out. The cranial plate for the burr hole will be placed over the screw. There was no reported impact to patient outcome.